Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they were hospitalized on (B)(6) 2017 due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of admission was not included in the report. Customer's current blood glucose was 248 mg/dl. Customer reported that they were admitted to the intensive care unit. Customer reported symptoms related to their high blood glucose levels included vomiting and delirium. Customer reported that their doctor stated that the insulin pump is not delivering insulin. Customer was wearing the insulin pump at time of hospitalization. Customer was treated with an insulin drip. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and battery tube. Unit received with a leaking alkaline battery (energizer) with a voltage of 0.62 volts. The insulin pump was received with stripped battery coin slot (p). Unit was tested with a test battery cap. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. Several corrupted history file alarms were found at the alarm history file. Unit was downloaded to carelink pro, however no data was found due to corrupted history files. Corrupted history files due to corrupted history file alarms. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window, case and keypad overlay.